Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This device was used in (B)(6). The customer reported that a leak check was performed prior to use of the endotracheal tube and confirmed no leakage. During use of the device the customer noticed the inflation line was torn.

Manufacturer narrative:
The reported sacett, suction above cuff tracheal tube was returned for investigation. The returned device was received for evaluation without its original packaging inside of a plastic bag. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and was observed that the inflation line detached of the tube. Root cause was determined to be related to the assembly process (bonding of the inflation line to the tube). The complaint was confirmed.